Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain, vomiting, and cloudy effluent. The patient was not hospitalized for the event. On an unknown date, the patient was treated with gentamicin (dose, route, frequency, and duration were not reported) and vancomycin (dose, route, frequency, and duration were not reported) for peritonitis. Action taken with therapy and recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.